Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 185 mg/dl. Prior to contacting tandem technical support (cts), the customer performed troubleshooting on their own and were able to observe insulin exiting the infusion set tubing. No damage was noted to the cannula. Cts was not able to confirm whether the infusion set was performing as intended since no troubleshooting was performed during the call. The customer changed their infusion set site during the call and declined a follow-up call.